Event description:
It was reported that the implant was removed because the implant carrier broke when trying to remove implant to go to hard bone protocol. Rongeurs had to be used to remove implant, damaging sides. Carrier broke during procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the mount fractured at external hexed area. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The customer was noted to have high density (type I) bone and is a bruxer. The reported device was located on tooth # 18 and was placed and removed on the same day. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was removed because the implant carrier broke when trying to remove implant to go to hard bone protocol. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.